Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Long thickened leaflets with a posterior prolapse and flail were also noted with the patient's anatomy. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.